Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, as the sheath beak was found to be cracked with missing fragments. No additional defects/failures were found. It was presumed that the damage most likely occurred due to user mishandling during device reprocessing, such as impact/dropping of the device. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to distal tip is addressed in the device IFU (instructions for use, rev 99-1033_fk). The IFU states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." (Warnings#1, page 4); " do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." (Warnings#3, page 4) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received for evaluation and the customers complaint was confirmed. The sheath beak was found cracked with missing fragments. No other defect, findings were observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer representative reported the device ceramic tip was broken. The issue found during reprocessing. There was no patient involvement on this reported event. No harm was reported. No user injury reported .